Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported patient effect of mitral regurgitation (mr) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported difficult or delayed positioning associated with difficult leaflet capture and single leaflet device attachment (slda) appear to be related to patient conditions (enlarged atrium, horizontal leaflets and large coaptation gap). The reported image resolution poor appears to be related to user technique/procedural conditions. The mitral valve insufficiency/mr appears to be related to the slda. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) with intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. An enlarged atrium, horizontal leaflets and large coaptation gap were observed. Imaging was poor due to an inexperienced echocardiographer. An xtw clip was inserted and independent grasping was performed. There was difficulty capturing the leaflets. The posterior leaflet was grasped, but after grasping the anterior leaflet and lowering the grippers, the posterior leaflet would come out of the clip. After multiple attempts, both leaflets were successfully captured, reducing mr to a grade of 1. On (B)(6) 2022, transthoracic echocardiography (tte) was performed and showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to grade 4. On (B)(6) 2022, a second mitraclip procedure was performed to stabilize the slda. An nt clip was inserted and independent grasping was performed medially of the implanted clip. Capturing was noted to be difficult, but ultimately successful. Mr only slightly reduced after deployment of the nt clip; therefore, an xtw clip was deployed on the mitral valve laterally to the slda. Mr reduced to grade 1-2. There was no clinically significant delay in the procedure. No additional information was provided regarding this issue.